Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she pushed a piece down on the serter, the sensor snapped in half. The customer's blood glucose was 150 mg/dl. The customer stated that she had broken 3 sensors due to this issue. She stated that she had discarded all of the broken sensors. She reported that the catch arm of the serter was not bent. She reviewed her textbook for the second and third time to be sure that she was using the serter correctly. The customer was advised to replace the sensor and serter.